Event description:
The customer noted on a (B)(6) feed that she believes the use of her menstrual cup might have contributed to her having prolapse. Customer reached out via saalt cup academy to let us know she has a cyctocele and rectocele prolapse and was using the cup when it happened. She noted that she has had three children and that the cup may have contributed to this happening despite an already weaker pelvic floor. She will be having a hysterectomy soon that is not related to the cup use. Saalt responded and asked her to send an email to the customer service email address. No customer response, saalt sent a follow up on 4/19/2020. No customer response, saalt sent final follow up on 5/6/2020. The device was not returned for evaluation. The device history record (DHR) was not reviewed. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." "The stem is not a pull tab, do not pull hard on the stem to remove." "Do not pull on the stem." "Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone)."